Event description:
Provider alleges, the nut plates broke on the wood, the wood rotted out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.